Manufacturer narrative:
1. Summary of investigation results: the investigation determined that the observed difference in results is attributable to the known methodological differences between the roche ft4 g4 assay and the competitor's (siemens) assay. No product problem was identified. 2. Summary of follow up/corrective actions taken: a final data analysis was provided to the customer regarding assay methodology, clinical interpretation, and establishing their own reference range. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of questionable elecsys ft4 IV assay results for 7 patient samples on a cobas e 801 analytical unit compared to a competitor assay. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.